Manufacturer narrative:
Analysis description: final analysis found insulation abrasion breaching the outer insulation and exposing the outer coil at 25.4 cm ¿ 25.5 cm from the distal tip. The abrasion was consistent with constant friction to another implantable device or feature of the heart.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inappropriate therapy due to noise on the atrial lead. The lead was explanted on (B)(6) 2014.